Manufacturer narrative:
The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is (B)(6)2012, it has been in distribution beyond its useful life. The case awareness date associated with this complaint is 14-sept-2023 which indicates usage of the device beyond the useful lifespan. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted and as a result, the customer could not obtain blood glucose readings. The customer experienced symptoms described as "bleeding of mouth since they bit their tongue," sweating, dizziness, red cheek and neck, a seizure, and a loss of consciousness. On 7-sept-2023, the customer was taken to a hospital where they were hospitalized professional who administered unspecified medical treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.